Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the cause of the issue to be because of a depleted battery coin. The customer's problem was duplicated. The mainboard was replaced to fix the issue.

Event description:
It was reported that the pump had error code 41786, which typically indicates a serious malfunction with the pump's main board or wiring assembly. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the reported year of the event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.